Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) is not working properly. The device remains implanted. No patient complications have been reported as a result of this event.